Event description:
It was reported that during an unknown procedure, that specimen was being removed and the bag broke. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. D4: batch # c9dn86 . Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device found that it was received fired. The suture and the bag were returned for analysis, separated from the device. The bag was received fully cinched. The firing sequence was completed and the device performed as intended; no anomalies were noted. The event could not be confirmed as not enough information about the event was provided. The device was disassembled and no anomalies could be observed. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.